Manufacturer narrative:
(B)(4. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Mwr-30062021-0000989491 submitted for adverse event which occurred on (B)(6) 2017. Mwr-30062021-0000990164 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019. No additional information was provided.